Event description:
Patient underwent rf ablation of the right greater saphenous vein for two incompetent right calf perforators, through three separate accesses. A follow-up visit to doctor was conducted in 2005, and an ultrasound was performed. A posterior tibial deep vein thrombus was detected and treated with plavix 75mg, to be taken daily for 30 days. A follow-up ultrasound examination in 2006, detected a deep vein thrombus in the right distal to mid posterior tibial veins. No other deep vein thrombus was noted. The patient was ambulating without difficulty, and without any pain or increase in edema.

Manufacturer narrative:
No malfunction was reported, and product was not returned.